Event description:
It was reported that the pt had bilateral duracon ps knee replacement. Right side had ts insert instead of ps insert implanted. Ts was given to circulating nurse, showed to surgeon and implanted with a ps femur in place. Pt was revised in 2004.